Event description:
The customer reported the insulin pump shutting off unexpectedly, and having a battery out limit alarm after a battery change. The customer also reported the insulin pump scrolling up without any customer input, so the helpline began troubleshooting for the keypad anomaly first. There was no significant event reported as leading up to the keypad anomaly. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 140 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. Unit received with minor scratched display window, cracked reservoir tube lip, battery tube threads, belt clip slot, and cracked battery tube threads.